Event description:
A medsun medwatch report #(B)(4) was received stating that: the mr conditional ventilator was pulled to the front housing of the mr scanner. It was physically removed without quenching the magnet. This event occurred during testing of the newly installed mr scanner prior to the room opening for patient care. Nobody was injured. The maquet ventilator contains some ferromagnetic components including up to 6 batteries. Maquet specifies that the ventilator may be used in 3t MRI scanners as long as it is placed at a distance where the magnetic field strength is 200 gauss or less. The ventilator was placed in a location where the field strength was later measured to be over 400 gauss. Importer reference #: (B)(4). Please refer MFR report # 8010042-2013-00208.